Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. This report is submitted on october 16, 2020.

Manufacturer narrative:
Oral and topical antibiotics were administered for the infection. Correction: the abutment replacement was performed under a general anaesthetic was reported in report: 6000034-2020-03116. This report is submitted on november 20, 2020.

Manufacturer narrative:
This report is submitted on 6 october 2020.

Event description:
It was reported that the patient experienced infection at implant site. Additional information was requested but not made available as of the date of this report.